Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.